Manufacturer narrative:
Continuation of d10: product ID: 97755 lot# / serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were attempting to recharge their device, stating that after having it plugged in for a minute, while it was charging, they suddenly noticed a cloud of smoke. The patient (pt) reported that the smoke came from the controller charging port and noted that the insulation was burned at the cord that connects to the paddle, including the recharger (rtm) connector and the wires inside. Pt confirmed no visible damage to the battery pack. A request was sent to the repair department to replace the controller, battery pack and recharger.